Event description:
It was reported that one of the patient's leads migrated anteriorly and up to the t2 spinal position. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's migrated lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.